Event description:
It was reported that the pt experienced a "shooting pain" from the chest to the throat. This occurred, intermittently, "for months". There was no shocking reported around the pt's ins site. There was no known related incident or accident reported. When the stimulation was turned on, "a "pressure" was felt to be building up, prior to the shocking feeling. When the pt's device was turned off, the symptoms persisted although "not as bad". Palpation did not reproduce the symptoms. It was further reported that impedance readings were: right side: case 0-3: 1,406 ohms and less than 15 ua; left side: all case: 1,406 ohms and less than 15 ua. The therapy impedance was: left: 2.1 volts, 60 puse width, 130 hz, greater than 4,000 ohms, less than 15 ua; right: 6-7+, impedance within the "normal range". It was later reported that the pt's shocking sensations were "very strong". It was stated that the impedances were "within normal range". It was further reported that there were no x-rays performed. It was not known if the replacement of the pt's ins and extensions solved the shocking sensation issue. The pt recovered from the surgery. No further details were provided at the time of this report.

Manufacturer narrative:
(B)(4). The ins and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.